Event description:
The customer reported to olympus that the colonovideoscope electrical connector had liquid intrusion. The issue was found during inspection prior to use of an "enteroscope" procedure. The diagnostic procedure was completed with a similar device and without delay. The device was returned for evaluation. During the device evaluation, an e315 - unsupported scope error code was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint of electrical connector water intrusion was confirmed. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. In addition, the following non-reportable malfunctions were found during the device evaluation: due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to corrosion on the endoscope connector, e315 unsupported scope error occurred. The circuit board unit in the scope connector had corrosion due to water leakage. Olympus will continue to monitor field performance for this device.